Event description:
Healthcare professional reported left side rupture. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d1, d2, d4, d6(a), d6(b), d9, g4, h3, h4, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed opening assessed as fold flaw opening. As per the investigation procedure creases, wear abrasion and non-penetrating nick were observed. None of the observations are found to be potentially related to the manufacturing process, no further actions are required. Reason for reoperation: rupture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "rupture" of a saline device (deflation).

Event description:
Healthcare professional reported left side "rupture" of a saline device. The device has been explanted and replaced.